Manufacturer narrative:
Citation: matsuzaki k, mitomi k, imai a, sato m, watanabe y. Modified commando procedure using a double valve composite through an a orto-annulo-septotomy. Interdiscip cardiovasc thorac surg. 2024;38(1):ivad213. Doi:10.1093/icvts/ivad213 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who had undergone double valve replacement (dvr) with 20 mm medtronic ats ap360 and 25 mm non-medtronic mechanical prostheses for endocarditis. Approximately four years later, the patient was hospitalized with prosthetic valve endocarditis that had developed in both mechanical prostheses. The authors recounted that although the patient was effectively treated with antibiotics for six weeks, they ultimately performed redo dvr because of deteriorating heart failure. Before the surgery, transesophageal echocardiography exhibited abnormal shunt flow appearing from the aortic annulus into the left atrial cavity. When describing the procedure, the authors wrote: ¿after clamping the ascending aorta under ventricular fibrillation, we performed an oblique aortotomy down to the mid portion of the noncoronary sinus. Through the aortotomy, we found a 5 mm perforation of the ifb (intervalvular fibrous body) at the noncoronary aortic annulus.¿ subsequently, the infected prostheses and perforated ifb wereremoved with surgical scissors. Redo dvr and ifb reconstruction was completed using two non-medtronic mechanical prostheses, a dacron patch, and two sheets of bovine pericardium. The account of the post-operative course noted that the patient received antibiotic treatment and had a permanent pacemaker implanted due to an unstable conduction system. The patient was discharged seven weeks after the procedure. No further information was provided pertaining to the medtronic ats product.

Manufacturer narrative:
Updated information: b5; d4 (expiration date, serial #, UDI#); d6a; and h4. A search of the medtronic global complaint handling database with the provided device serial number did not find any previous records for these observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the corresponding author stated that the ats valve did not cause or contribute to any of the adverse events recounted in the article. According to the corresponding author, this was because the patient originally had a weakened immune system.